Event description:
I had my mentor textured silicone breast implants removed on (B)(6) 2017. Had spent about six years deathly ill and saw over 70 specialists trying to figure out why I was full of metals, biofilms, candida, fungus and a ton of auto immune diseases. Spent last 9 months bed ridden before explant. Lost almost all my hair, a few of my teeth from co infections, overall complete health failure. Brain function is horrible, vision is blurry, hashimotos disease, leaky gut, adrenal fatigue, the list goes on and on from the over 40 toxins and neurotoxins that leached into my body from the implants, I was told by surgeons and the FDA were safe. Not safe at all, I was lied to and has taken my life from me. I am a shell of a person and trying to heal but I still very ill from all the damage they caused.